Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. However, unit received with loud motor noise during rewind due to faulty motor. No rewind anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the rewind not possible, insulin pump had displays rewind and motor was making noise, but the piston keeps still in place. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The device will be returned for analysis.